Event description:
It was reported by the customer "could not get sherlock to adequately pick up and ECG had no waveform at all. The only waveform change was when I flushed the PICC, the waveform jumped all the way up to the top but when I quit flushing it was a straight line again. I ordered a chest x-ray for tip placement. Patient required longer procedure time and unnecessary x-ray exposure but no harm." 10/7/2024 - the stylet returned for evaluation was found to be kinked at the distal end.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty obtaining an internal ECG waveform was determined to be inconclusive. The product returned for evaluation was a 3cg stylet with a t-lock assembly. Use residue was observed on one of the luer connectors. A kink was observed in the polyimide coating, near the distal end. The returned stylet was assembled with a non-complaint sherlock sensor top plate and a non-complainant leads assembly. The resultant assembly was tested for continuity using a digital multi tester. The resistance between the stylet and the top plate was steady and below 15 ohms. Microscopic inspection of the kink site revealed the core wire was still intact. No deficiencies were discovered during evaluation of the returned stylet. The potentially implicated leads assembly was not returned for evaluation and could not be examined for discontinuities/damage, nor could the interaction between the leads assembly and the stylet be assessed. Consequently, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.